Event description:
It was reported that during a routine latitude follow-up, this pacemaker showed a drop in battery longevity. Data was sent to boston scientific technical (ts) for review and premature battery depletion was confirmed. The device was successfully replaced. No additional adverse patient effects were reported. Device has been received for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis

Event description:
It was reported that during a routine latitude follow-up, this pacemaker showed a drop in battery longevity. Data was sent to boston scientific technical (ts) for review and premature battery depletion was confirmed. The device was successfully replaced. No additional adverse patient effects were reported. Device has been received for analysis.